Event description:
It was reported that the lift on the 9800 system will not move up or down. It was also noted that at times the image on the right monitor is dark as compared to the left monitor. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and reloaded the cal files. The system was tested and found to be working as intended, and placed back into service.